Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, the investigation observed -:endoscope had a large amount of liquid immersion, with black water flowing out. This was likely due to operational problem. However, the root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had an e315 and a blackout. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.